Manufacturer narrative:
Visual inspection under 30x magnification indictes j stiffener wire has fractured approx. 18mm and approx. 26mm proximal of weld site. Approx. 8mm of the proximal end of the j stiffener wire which fractured approx. 18mm proximal of weld site and remains attached at weld was received protruding out of the outer polyurethane insulation approx. 10mm proximal of weld site. He proximal section of j stiffener wire measures approx. 29mm and has migrated down lead body approx. 88mm proximal of weld site. It appears that approx. 33mm of the j stiffener wire was note received with all recorded adding up to approx. 55mm. X-ray of lead distally confirms j stiffener wire fractures and confirms that approx. 33mm of the j wire was not received.

Event description:
Device analysis is provided.